Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310].

Event description:
It was reported that the yellow protective sheath of a 3.75 x 12 mm nc trek rx balloon dilatation catheter (bdc) was unable to be removed. The device was not used in the patient and there was no patient involvement. A new 3.75 x 12 mm nc trek bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA on march 17, 2017. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.